Event description:
It was reported that therapeutic effect was poor. Therapeutic effect was good the first day after implant, but was later poor. The patient had gone to the hospital for programming several times, but the effect was not obvious. Since (B)(6) 2015, the patient¿s symptoms had gotten worse and were similar to before implant. The patient went to the hospital for programmer and their healthcare professional (hcp) told them the implantable neurostimulator (ins) was depleted and needed to be replaced. The ins battery had reached end of service. The patient symptoms were not controlled well and their family suspected there was a product quality problem that caused the battery to deplete. The cause of the event was not determined. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).